Manufacturer narrative:
.

Event description:
It was reported that a vns patient underwent full replacement surgery on (B)(6) 2015. The generator was replaced due to battery depletion. No reason for the lead replacement was initially provided. Further information was received from the surgeon team, indicating that the patient was initially admitted for a generator due to battery depletion. During the surgery, after connecting the new generator with the existing lead, high impedance was observed. It was reported that before the replacement, no high impedance was observed. Tests were made in or without success, then it was decided to replace the lead too. The patient's vns system was tested upon connection of the new lead to the new generator and system diagnostics returned impedance results within normal limits it was reported that the explanted devices will not be returned to the manufacturer as they were discarded by the facility. No additional relevant information has been received to date. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution.